Event description:
Walked into the room to adjust ventilator settings and the ventilator alarmed and read ventilator inoperative and without doing a thing it corrected itself and began ventilating again.